Manufacturer narrative:
It was originally reported that a revision surgery was performed, but further information indicated the surgeon did not fault the smith & nephew nail on the original surgery. Report 1020279-2013-00268 filed in error.

Event description:
It was originally reported that a revision surgery was performed, but further information indicated the surgeon did not fault the smith & nephew nail on the original surgery. Report 1020279-2013-00268 filed in error.

Event description:
It was reported that a revision surgery was performed.